Manufacturer narrative:
Cont.h.6: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late and lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphoma-alcl-suspected (histopathological markers not reported).

Event description:
Healthcare professional reported "patient with history of breast cancer in the right breast, presents late seroma, and a puncture is performed with suspicion of lymphoma and confirmation through biopsy after capsulectomy and device removal. This record relates to an unknown side. Histopathological markers are not reported, and alcl cannot be confirmed. Treatment: device explant, capsulectomy.